Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a urinary drainage bag had leak from a hole in the bag. This was found during use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.